Manufacturer narrative:
At the beginning it was unknown if this issue was related to the cco cables or to the swan ganz catheters. Therefore the event was initially reported under medwatch #30741. However, the cco cables (medwatch #32519 and #32520) were old and replacing them for new ones the issue was solved. Consequently, a corrected supplemental report is being submitted for the catheter reported under medwatch #30741 and two medwatch reports are being submitted for the cables under medwatch #32519 and #32520, one for each device. Additionally, the swan ganz catheter was fully evaluated by our product evaluation laboratory and om connector was found broken. This is an unrelated finding to the inaccurate values event; therefore, it was concluded that the swan ganz catheter did not contribute to the event and as such is not considered as reportable.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product an investigation will be completed to consider any potential factors that may have contributed to this complaint and a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis and any excursions above the control limits are assessed and documented as part of this monthly review. The product is expected to be returned for analysis; however, it has not yet been received.

Event description:
As reported, during use in patient with this swan-ganz catheter, wrong and varying temperature measurements were displayed compared to bladder temperature. Temperature values drifted from 40 celsius to 18 celsius, while bladder temperature measurement remained constant. As troubleshooting, the continuous cardiac output (cco) cable (70cc2) was replaced with a new one, however the issue was not solved. When shaking this cable, sometimes triggered a more accurate pressure reading. But, the issue was still not solved. There were no error messages displayed. There was no allegation of patient injury. The patient was not treated according to the wrong values provided since it was not a reliable measurement. The patient demographics were not available. The device was available for evaluation.